Event description:
Customer's mother stated that the insulin pump has not delivered insulin in six hours. The last blood glucose reading was 12.2 mmol/l. The insulin pump is cracked around the battery cap area. The drive support cap is flush. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.